Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. As reported, during the removal of the 6f/7f mynxgrip device, part of sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. There was no reported injury to the patient. The mynxgrip vcd was used in a percutaneous transluminal angioplasty (pta) procedure. There was no damage to the device, it was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There was no difficulty noted during prep of the device. There were no anomalies noted prior to use. The deployer was certified in using the mynx device. There was no resistance while shuttling down. Unusual force was not applied while retracting the sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There were no kinks on the 6f non-cordis sheath after removal. Fingertip compression was maintained on the skin during removal of the device. A non-sterile ¿mynxgrip 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was disengaged from the black handle. The syringe was received for evaluation connected to the device and the was stopcock closed. The sealant and the advancer tube were observed to have remained in the shuttle cartridge tubing as received. It was noted that the sealant was exposed to blood as received. In addition, the balloon was noted fully deflated. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, an unknown procedural sheath was on the device exposed to blood. Per functional analysis, the sealant was displaced from the device components; then the shuttle down procedure was simulated on the returned device. The advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip IFU. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood as received. A product history record (phr) review of lot f2232501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issue reported could not be conclusively determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining in the shuttle tubing when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the removal of the mynx grip device, part of sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. There was no reported injury to the patient. The mynx grip vcd was used in a pta procedure. There was no damage to the device, it was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There was no difficulty noted during prep of the device. There were no anomalies noted prior to use. The deployer was certified in using the mynx device. There was no resistance while shuttling down. Unusual force was not applied while retracting the sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There were no kinks on the 6f non-cordis sheath after removal. Fingertip compression was maintained on the skin during removal of the device. The device will be returned for evaluation.

Event description:
As reported, during the removal of the mynx grip device, part of sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. There was no reported injury to the patient. The mynx grip vcd was used in a pta procedure. There was no damage to the device, it was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There was no difficulty noted during prep of the device. There were no anomalies noted prior to use. The deployer was certified in using the mynx device. There was no resistance while shuttling down. Unusual force was not applied while retracting the sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There were no kinks on the 6f non-cordis sheath after removal. Fingertip compression was maintained on the skin during removal of the device. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2232501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the removal of the mynx grip device, part of sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. There was no reported injury to the patient. The mynx grip vcd was used in a pta procedure. There was no damage to the device, it was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The device ill be returned for evaluation.